Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt mentioned they had an MRI today and the MRI technician put the ins in MRI mode on the controller. Then, after the MRI appointment, pt could no longer feel their therapy. During the call, the ins was charged to 100% and the controller was charged to 100%. Pt was connected wirelessly to their ins and confirmed the green circle around their group(a). Pt had one program in group a and mentioned they had fewer groups on their controller than they had before. Pt only had group a, but mentioned they had more groups prior to the MRI. Pt then confirmed therapy was turned on. Pt turned therapy off and on, adjusted therapy settings up, and performed a hard reset on their controller, but still could not feel their therapy. Intensity level was adjusted up from 1.6 and the pt mentioned around 1.6 was "normal" for them. The patient was redirected to their healthcare provider to further address the issue. Rep reported that they were going to contact the patient. 2022-mar-29 telephone (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back from number registered re-reporting information previously documented in this case. Pt mentioned on the call that after their MRI, their therapy had turned on 6 hours later. Pt said they had their stimulation turned on "way high" when it kicked in. Pss documenting information given during call.

Event description:
Additional information was received from the patient on (B)(6). The pt got a new charger and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.